Event description:
It was reported an instrument was discovered damaged when unpacking. No patient involvement.

Manufacturer narrative:
Product complaint # (B)(4) depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary the products were returned to depuy synthes for evaluation. Visual inspection of the returned devices found that both of the depth gauge ø2.4/2.7 meas-range up-to 90 were heavily bent from the tip. However, with the information provided, it cannot be confirmed that the device has arrived in the condition mentioned in the complaint. And since not package was returned the allegation damage upon receipt cannot be confirmed. Once the product leaves depuy synthes control, it is unknown what environment conditions the device has been exposed to during that time. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed conditions of the depth gauge ø2.4/2.7 meas-range up-to 90 would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Dimensional inspection: n/a device history part # 03.424.090 synthes lot # 3267401 supplier lot # 3267401 release to warehouse date:03 oct 2025 expiration date; na supplier: (B)(4). No ncr's generated during production.